Manufacturer narrative:
The lead was returned and visual examinations revealed no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient presented to the hospital with infection at the implanted device pocket site. The physician explanted the pacemaker, right ventricular lead and atrial lead. No patient symptoms were reported.